Manufacturer narrative:
Pump received with solid white lcd. Unable to perform the sleep current test, active current test and self-test due to solid white lcd. Unable to download history files and traces using [thump] due to solid white lcd. Pump was cut open to perform visual inspection and found broken traces on the lcd glass between the lcd controller and the lcd image area (pcba 1). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, battery tube threads cracked, and cracked case (battery tube). The flashing white display/solid white display was confirmed during analysis due to broken traces on the lcd glass between the lcd controller and the lcd image area(pcba 1). Cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked belt clip rails, battery tube threads cracked, and cracked case (battery tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1886. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.